Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motor position encoder error alarm noted in the history screen. The drive support disk was inspected and had no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis. The customer's mother called back and stated that her daughter was using her grandmother's insulin pump; however, the pump alarmed compromised force sensor system. They were advised to disconnect from the pump and asked to have the grandmother call back to troubleshoot the pump.